Event description:
The lay patient contacted lifescan (lfs) in 2009, to inquire about the one touch gold program. The patient also told the customer care advocate (cca) that his old meter, the subject one touch mini meter, had missing display segments. The complaint was classified based on the initial information provided to the cca. The patient said the meter issue first started in early the month prior. The patient continued to take his usual metformin twice a day and usual regular insulin dosage. He said he was not able to check his blood glucose, because he could not read the display. A couple days after the issue started, he claimed he had cold sweats, chills and nausea and took extra food and orange juice. The patient went to see his physician at the end of the month. She ordered a lab a1c test, but did not test his blood glucose during the office visit. The doctor gave the patient a prescription for a new glucose meter. The cca noted the segments were missing from meter display. The patient's products were replaced. This complaint is reported, because the patient claims segments were missing from the meter display and he was unable to check his blood glucose and he took his usual diabetes medication. Afterward, the patient claimed he had cold sweats, chills, and nausea and treated himself with extra food and orange juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.